Manufacturer narrative:
The ruggles distraction screw - sterile - 14 mm - in (r6398a) was not returned to the manufacturer for evaluation. However, device history record (DHR) review was conducted for product ID r6398a, lot 7281002 and shows no abnormalities related to the reported failure. Additionally, the genealogy report for this lot number was reviewed, and it was confirmed that the correct number stainless steel was in fact used, thus the material should have had the proper strength. This complaint cannot be confirmed as there has been no return of the cervical screw for further analysis. However, the probable root cause can be evaluated based on the information provided. It was determined that the probable root cause may be due to over-torque which can cause the tip of the screw to break. No relevant corrective and preventive actions (capas) were discovered and no other actions have been identified relating to this issue. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that during anterior cervical disc fusion, anterior plating, the tip of the pin/14 mm ruggles distraction screw - sterile (r6398a) broke off inside the patient. The surgeon was notified but "did not attempt to remove due to risk or harm". There was no status change in the patient. It was reported that surgery time was extended. However, no medical intervention was performed at the time.